Event description:
It was reported that (2) eas and (1) er320 were used during an laparoscopic hernia repair procedure. It was reported by the rep that the eas devices would not work corrrectly and the er320 would not fire clips. It is unknown how the case was complete. There was no consequence to the pt.